Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that malalignment has the potential to disrupt normal load distribution, thereby influencing the wear pattern of the endoprosthesis. A postoperative full-leg stance radiograph documented a slightly valgus axis of 3°, particularly in combination with and imbalance in the mediolateral direction, characterized by a residual lateral contraction and medial joint laxity, it may have further compounded the issue resulting in persistent valgus alignment and premature stress and shear forces. Although a clinical root cause cannot be definitively confirmed; the patient¿s body habitus, valgus alignment of 10° with imbalance in the mediolateral direction, possible damage to the oxinium surface during implantation, possible posterior cruciate ligament insufficiency and/or third body wear all cannot be ruled out as possible contributing factors to the early wear and subsequent metallosis. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that although rare, metal sensitivity or allergic reactions in patients following joint replacement have been reported. Implantation of foreign material in tissues can result in histological reactions involving macrophages and fibroblasts. Additionally, the review revealed that particles are generated by interaction between components, as well as between the components and bone, primarily through wear mechanisms of adhesion, abrasion, and fatigue, and secondarily, particles may also be generated by third-body wear. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that on literature review "dramatic failure of an oxinium total knee arthroplasty with a massive pseudotumor formation", one (1) patient who initially underwent primary tka in (B)(6) 2010 with a genesis ii oxinium femoral component presented to the clinic in (B)(6) 2022 with complaints of lateral pain and swelling without preceding trauma. A joint aspiration performed revealed a bloody grey fluid consistent with metallosis. A two-staged revision was conducted to prevent third-body wear due to the oxinium debris with metal and ceramic particles. All components were removed during the first surgery, followed by the implantation of the replacement prosthesis (legion rk) during the second surgery. The patient reported satisfaction without the need for any painkillers and exhibited good clinical function with full extension and flexion up to 120 degrees.

Manufacturer narrative:
Additional information: adding doi number and attaching paper. Doi: https://doi.org/10.1016/j.artd.2024.101479.

Manufacturer narrative:
Additional information: d4 (expiration date), h4 (manufacturing date). Corrected data: d4 (lot number), d9 (device available for analysis ~ waiting for signed patient's consent), d10 (concomitant product list updated).